Manufacturer narrative:
Concomitants: 321-52-07 - 3.2mm drill bit sterile (B)(6), 300-30-10 - equinoxe preserve stem 10mm (B)(6), 320-31-36 - glenosphere, 36mm (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip (B)(6), 320-35-01 - small glenoid plate (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0 (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). The revision reported was likely the result of disassembly of the glenosphere locking screw from the glenoid baseplate. The deformation observed on the explanted locking screw could have resulted from abnormal articulation as the screw backed out over time or incomplete seating at the time of implantation. A secondary finding of prosthesis wear likely resulted from a combination of impingement of the liner with the scapula and abnormal articulation following the locking screw disassembly. However, disassembly and the series of events cannot be confirmed as the devices were not returned for evaluation and no radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that this patient's left knee was revised. Sometime since that surgery the surgeon discovered that the glenosphere had dissociated from the baseplate which meant the locking screw backed out. It appeared that the glenosphere seemed to still be articulating with the liner, but obviously needed to be revised. The surgeon discovered the patient's glenosphere and locking screw had backed out and dissociated from the baseplate, requiring revision surgery. The surgeon was able to remove the old poly, glenosphere and locking screw. From there, tensioning required a larger tray, so he removed the original torque screw and tray and implanted larger 40mm components and a 5mm tray. Patient was last known to be in stable condition following the event.